Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve via a left transaxillary approach, resistance was encountered while advancing the commander delivery system through the esheath+. Approximately halfway through the sheath, it was observed that the catheter had "perforated" the liner of the esheath+. The delivery system could not be moved forward or backward, so the balloon was slightly inflated to split the lower part of the esheath, allowing advancement into the aortic root. However, the balloon could not be fully deflated afterward. When valve implantation was attempted, the valve did not fully expand during inflation and could not be implanted. The patient was converted to surgery, the edwards valve was explanted, and a non-edwards valve was successfully implanted. The patient remained stable following the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. Update to d9 and h3. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and inspection identified the following conditions: the esheath liner was fully expanded; the liner exhibited an 8.5 cm tear extending from the distal tip; the strain relief was bunched 6.5 cm from the hub; the esheath distal tip was torn; and score lines were present at the distal tip with stretching material observed at those locations. Liner thickness measurements were taken and found to be within specification. Due to the nature of the reported issues (torn distal tip and torn liner), no applicable functional testing could be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a liner puncture was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). The reported event of a torn distal tip was confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing. Additionally, procedural factors, such as inflating the balloon inside the sheath, may tear the distal tip. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Model and lot number received. Update to d1, d4, and h4.